Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter stated that a 12.6mm micl12.6 lens, -8.0 diopter, tore during loading. There was no patient contact, and a backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The product evaluation found that the lens was returned in liquid in the lens vial. Visual inspection found the haptic torn with pieces missing. (B)(4).